Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and the customer's spouse was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer's spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.